Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 10.0 mmol/l. The customer stated that blank display was blank more than 30 seconds. The customer was advised to remove battery, there was no alarm battery. The customer was advised to insert new aa battery; the customer stated that display did not return. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump was received with a blank display anomaly due to the battery tube power connector not fully connected. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor or displacement test due to the blank display. The pump was received with minor scratches on the display window and case.